Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and unknown right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. During follow-up, measurements were manually performed and found within normal limits. Daily measurements, including pacing thresholds and sensing were stable over the year prior. No further information could be obtained at that time. Several years later this device was returned with no reported product performance issues and no reported adverse patient effects.